Event description:
Antegrade access into artery. When advancing the tip of the wire through the needle, the wire was tangled in plaque. When trying to pull the needle and wire, the wire started to unbraid (radiopaque section of the tip of the wire). The needle was out and multiple ways of getting the wire out were attempted. The tip ended up breaking in the tissue (not in the artery). Electrophysiologist got the wire out of the tissue. Nothing left in the body.